Event description:
During an ercp procedure the physician used a cook endoscopy tracer hybrid wire guide. Upon completion of the procedure it was noted the distal tip of the wire guide coating was damaged. No portion of the damaged coating detached during use. An injury to the patient was not reported.